Manufacturer narrative:
Patient information was not provided for reporting. This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Date of implant is an unknown date in 2009. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown screw. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date in 2009, the lcp (locking compression plate) was applied to tibia diaphysis fractures. On (B)(6) 2018, patient underwent the scheduled removal surgery was performed. During the surgery, a screw which had been fixed in hole c was stuck in the screw hole. The surgeon broke its screw head with the carbide drill, and could remove the lcp plate. Then, the surgery was completed within a 30-minute delay. There was no adverse consequence to the patient. This report is for one (1) unknown screw. This is report 2 of 2 for (B)(4).